Manufacturer narrative:
Submit date: 05/13/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit is pumping fast.

Manufacturer narrative:
Submit date: 10/14/2016. An investigation of kangaroo joey was performed for the reported condition of; the unit is pumping fast. The unit was triaged and the complaint could not be confirmed. The unit passed all testing. Kangaroo joey was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).